Manufacturer narrative:
Insulin pump act and down arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 252 mg/dl. The customer stated that they tried programming info into the insulin pump and the numbers kept ramping up. The discontinuation of the device was advised. Nothing further was reported.